Manufacturer narrative:
Efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was an attempted implant due to an unspecified product performance issue. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance testing confirmed the electrical continuity of the lead. Laboratory testing did not reveal any abnormalities. It should be noted that there is a puncture hole in the insulation noted approximately 922 mm from the terminal pin, most likely from the guidewire escaping the lumen. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.